Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) device was treated successfully with anti tachycardia pacing (atp) due to slow ventricular tachycardia (vt). In addition, the remaining longevity dropped to one year after getting setup in the system. The field representative did a programming change. Boston scientific technical services (ts) discussed possible reason for this issue. The field representative will check in a week or two and call if analysis requested. The device remains in service. No adverse patient effects reported.